Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 10. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. This MDR is being submitted for an unknown quantity of infusion sets that had the reported issue. On (B)(6) 2024, patient faced infusion set's bent cannula within 3 hours of insertion. Patient's blood glucose at the time of issue was 859 mg/dl. Patient had high ketones. Patient took correction injection via multi daily injections to address high blood glucose levels. The set was inserted at upper buttocks. Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.